Manufacturer narrative:
(B)(4). The complaint device was not received for investigation. However, the data log was provided by the patient. Data was reviewed on (B)(6) 2015, data logs indicate audio file=seven plus users elect high was acknowledged on the reported date of issue (B)(6) 2015. Complaint of intermittent audio output could not be confirmed. A root cause of the reported event cannot be determined.

Event description:
Patient's mom contacted dexcom technical support on (B)(6) 2015, to report that there was intermittent audio output from their receiver on (B)(6) 2015. No medical intervention or injuries were reported.